Manufacturer narrative:
Investigation: inratio precision data provided by end-user lot: date: (B)(6) 2012, first inr: 4.9, second inr: 5.1, mean: 5.0, sd: 0.14, %cv: 2.83. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Other inr results were excluded from data analysis because time between tests exceeded three hours. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of these reported results is appropriate. No product associated with the complaint is expected for return. Retain strip testing conducted on (B)(6) 2012 with lot #272729 met accuracy and precision criteria. Test results as follows: donor 205 = 3.1, 3.1, 3.4 inr; donor 206 = 2.9, 3.2, 3.3 inr. (B)(4). No further investigation will be pursued at this time. Conclusion: analysis of the client's data from repeat inratio tests ((B)(6) 2012) revealed that test results met precision criteria. No lab reference test was performed for correlation study. Customer reported inratio inr = 7.2 the night before and lab reference testing inr = 5.0 24 hours. Root cause could not be determined. For no product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. (B)(4). No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the meter compared to the lab. On a new finger a few minutes later. Pt self tester's therapeutic range is 2.0 - 3.0.